Event description:
The manufacturer sales representative reported that the device overheated at the user facility. No information was available regarding patient involvement and adverse consequences. There was no surgical delay or medical intervention.

Manufacturer narrative:
Corrected information: d9, h3 device evaluation: follow-up report submitted to document device evaluation results.

Event description:
The manufacturer sales representative reported that the device overheated at the user facility. No information was available regarding patient involvement and adverse consequences. There was no surgical delay or medical intervention.